Event description:
It was reported that pt has pain at night while sleeping. Pt has intermittent pain on a daily basis. Pt has had blood work and an MRI. Her surgeon says the results are within normal limits.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report. The reason for the sterilization started with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.